Event description:
About a month ago, the patient started experiencing a shocking or jolting sensation throughout his body; he was unable to distinguish where the sensation was coming from. The patient was also experiencing intermittent stimulation. He could feel both the shocking/jolting sensation and the intermittent stimulation when he was sitting; movement also caused the stimulation to change. There was no fall or trauma associated with the event. It was noted that the patient used a cane. All the electrode impedance readings, were ranging from 628-967 ohms, except for electrode 7>3600ohm. Group: 2v/450us/100hz a1:1-2+ impedance 882ohms and a2:5-6+ impedance 759ohms. The patient was to keep a diary of the jolts that he felt and the activity and then follow-up with his physician. Add'l info has been requested, a follow up report will be sent if additional information becomes available.